Event description:
It was reported by the customer the user fired the probe and the lateral vacuum connector broke. The probe was removed and case was completed using another probe. No pt consequences reported.

Manufacturer narrative:
(B)(4). Investigation summary: the device was discarded and will not be returned for analysis. Based on our knowledge of the device design and prescribed use, the condition may be a result of the lateral vacuum line being pinched in the holster / probe mounting hardware during installation. When the probe is fired, insufficient slack in the lateral vacuum line during translation would result in a separation of the lateral vacuum line.